Event description:
A customer contacted beckman coulter (bec) reporting a leak in the cartridge chemistry (cc) sample syringe t valve in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the block above the cc sample syringe was leaking and a service call was generated. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. It is unknown if the material safety data sheet (msds) was reviewed by the customer. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No electrical or optical components were affected. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the leaking cc sample probe t-valve which resolved the issue. The fse also ran quality controls (qc) and verified repairs. Bec identifier for this report is (B)(4).